Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states the internal power source was unable to charge. Customer states the notification light did not stop flashing immediately. Customer was able to successfully clear the alarm and able to complete rewind the insulin pump. The device will be returned for analysis.